Manufacturer narrative:
(B)(4). Insulin pump broken off and missing end cap, scratched case, minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was bumped while karting. Customer's blood glucose level was 181 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.